Event description:
Maquet service found device had paint particles falling from the junction between the spring arm and the single fork bracket. No injuries were reported by the hospital. (B)(4).

Manufacturer narrative:
A maquet authorized technician inspected the device. The technician removed any remnants of paint at this juncture and verified that no further abrasion is occurring. This investigation is on-going and the results will be included in a follow up report. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.